Event description:
The customer reported the following: "a flow sensor error is noted intermittently on vg/tcpl mode on settings rate 30, vt 6.2ml, flow 16l/m, itime 0.4, fio2 30%, peep 5. The error occurs when the vt drops below target volume and is not breath by breath but may be every couple minutes. No adverse clinical issues noted." According to the customer, the flow sensor had already been changed out with a "known good" one, indicating that the issue was likely associated with volume limit criteria for vg if vti drops by 20%, plus leak margin from set vt. The unit was on a patient at the time of the incident. There was no patient harm.

Manufacturer narrative:
Carefusion technical support advised the customer to consider either alternative ventilator modality or alternative ventilation if the frequency of errors increased thus disrupting ventilation. The customer was to call back if they need further assistance. As of july 24, 2015, the customer has not called back for further assistance on this issue.